Event description:
It was reported that (1) device was used during a laparoscopic hernia. It was reported by the affiliate that the ems staples did not close when fired. They removed the stapler, opened another and continued the procedure. There were no consequences to the pt.